Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have had severe stomach trauma and about 5 surgeries since implant. Patient said after the last surgery which was (B)(6)2023, their symptoms came back toward the end of (B)(6)2023. The doctor wanted the patient to call medtronic to see if the device was disconnected. Reviewed that if the device was disconnected or end of service, there would be a message on the screen. The caller reports that they were able to increase the therapy to a level where they can feel it. Reviewed the option of changing programs. The patient was redirected to their healthcare provider to further address the issue. The hcp that they are seeing today is dr rogers who is at the same practice as dr wong. The hcp did not want to wait to see dr wong and does not want the ID card updated to show dr rogers.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). When asked whether their past surgery affected their device or if the return of symptoms after the surgery was caused by another issue, they stated that the device was not involved with the surgery. The device/therapy/procedure was not causal or contributory with respect to the severe stomach trauma and the 5 surgeries since implant. On 2024-mar-14, they stated it was unclear what the reason for the symptoms returning. The device was on and functioning.